Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used venaseal to treat a vessel. It was reported that, patient suffered reaction - redness, welts and itches and patient visited hospital 10 days post procedure. Medications used by the patient are ibuprofen, motrin, benadryl and prednisone 28 days post procedure. Patient referred to an allergist approximately 6 weeks post procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.